Manufacturer narrative:
The customer declined the option to have their glidescope bflex 3.8 single-use bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Verathon followed up with the customer to request additional information regarding the specific type of et tube utilized with the bronchoscope; however, no information was provided. While the user facility report indicated that an x-ray and bronchscopy were performed, follow-up communication with the customer confirmed that no fragments were identified inside the patient. Trending analysis for the glidescope bflex 3.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, the tip of the device broke inside of the intubation tube in the patient after positioning and prepping. It was reported that the patient needed to be reintubated. The bronchoscope was examined by the doctor and the tip was still lodged inside of the intubation tube that was removed. An x-ray and a bronchoscopy with a bronchoalveolar lavage was performed and there was no report of any fragments identified inside the patient. No delay in the procedure or harm to the patient was reported.